Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Refrence number (B)(4). Event occured in egypt. It was reported that the patient experienced an infusion set issue where the cannula was found to be bent due to insufficient subcutaneous tissue at insertion site, which disrupted insulin delivery and resulted in elevated blood glucose levels (281 mf/dl). The patient managed the hyperglycemia by self-administering additional insulin via pen. The date of the incident reported was (B)(6) 2026. No further information is available.